Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date explanted - still implanted. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."

Event description:
It was reported a bilateral patient underwent an initial total knee arthroplasty on (B)(6) 2004 for an unknown side. The patient had a right total knee arthroplasty on (B)(6) 2007 and left a total knee arthroplasty on (B)(6) 2011. Subsequently, a revision procedure is planned due to instability on the left knee. The surgeon plans to remove and replace the bearing to a thicker bearing.